Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the hospital due to a surgery, and the insulin pump was alarming during the rewind/prime process. Troubleshooting was performed, and the caller stated that the drive support cap was protruding. Offered to replace the insulin pump, but the customer stated that she has another one at home that she never used from a previous upgrade. Nothing further was reported.